Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance (pli) measurements on right ventricular (rv) lead that was detected via the patient's remote home monitoring system. It was reported that there was also an increase in pli on right atrial (ra) lead but not oor. There had been no noise noted and the pacing threshold as well as the shock impedance was in normal range. Further, the patient heard the device was beeping. Boston scientific technical services (ts) discussed normal device functions regarding beeping tones. Thus, the physician decided to change the device only due to the given clinical observations. Additional information indicated that the source of impedance was not conclusively determined and there was no header or set screw issue. This crt-d is no longer in service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A microscopic visual inspection found no irregularities. Header was completely intact. The memory log was reviewed. It was confirmed that the right atrial (ra) lead impedance increased from about 450 to about 650 and the right ventricular (rv) lead impedance increased from about 500 ohms to 2000 ohms. The device passed all the tests and normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.